Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a bolus until their blood glucose levels were at 100 mg/dl. The customer had issues with their sensor glucose levels not matching their blood glucose readings. The customer was assisted with reviewing the proper sensor position and insertion to avoid calibration errors. The customer was assisted with trouble shooting and was informed that their sensors will be replaced.